Manufacturer narrative:
Corrected data. This report is being submitted to correct h9. Upon further review, it was determined that the report was incorrectly associated with a recall. This information was entered in error, and with current information the event is not associated with any recall.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d4 (catalog). Upon review, the section d catalog number has now been updated. Corrected information was provided in d10 (concomitant product). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of difficult to advance was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
Corrected data: d4 serial number corrected/updated.

Manufacturer narrative:
Corrected data. D4 UDI corrected/updated.

Event description:
An impella 5.5 was surgically implanted via the left axillary/subclavian artery in a 71-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e shock. During the procedure, the clinical team experienced significant difficulty advancing the impella 5.5 down the aorta and across the aortic valve, despite successful placement of a guidewire. After the impella 5.5 was introduced on the left side and the prior right axillary impella was removed, multiple attempts¿including use of a buddy wire¿were unsuccessful due to resistance in the ascending aorta, with previous ascending aortic repair noted as a contributing anatomical factor. Excessive force was applied during attempts to advance the device. The patient subsequently decompensated without mechanical support, requiring CPR and emergent ECMO cannulation. After stabilization, the impella 5.5 was successfully advanced using a platinum plus wire. No product damage was reported, and no device components were returned. The impella was subsequently explanted, care was withdrawn, and the patient ultimately expired. Based on the available information, the delivery challenges appear attributable to patient specific anatomic factors, including prior ascending aortic repair, rather than a malfunction of the impella 5.5 device. The temporary hemodynamic collapse and need for CPR and ECMO were consistent with loss of circulatory support during unsuccessful advancement, not with device failure. The impella ultimately functioned as intended once positioned successfully.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information also confirms that the impella pump placed for support was explanted. The patient was subsequently reported to have expired, and section d6b has been updated accordingly. Following the clinical assessment, the reportable event classification was revised to death from serious injury. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Correction: section d1 device brand name was corrected accordingly.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was surgically implanted via the left axillary/subclavian artery in a 71-year-old male patient with acute myocardial infarction and cardiogenic shock (ami/cgs), presenting in scai stage e shock. During the procedure, the clinical team experienced significant difficulty advancing the impella 5.5 down the aorta and across the aortic valve, despite successful placement of a guidewire. After the impella 5.5 was introduced on the left side and the prior right-axillary impella was removed, multiple attempts¿including use of a buddy wire¿were unsuccessful due to resistance in the ascending aorta, with previous ascending aortic repair noted as a contributing anatomical factor. Excessive force was applied during attempts to advance the device. The patient subsequently decompensated without mechanical support, requiring CPR and emergent ECMO cannulation. After stabilization, the impella 5.5 was successfully advanced using a platinum-plus wire. No product damage was reported, and no device components were returned. Based on the available information, the delivery challenges appear attributable to patient-specific anatomic factors, including prior ascending aortic repair, rather than a malfunction of the impella 5.5 device. The temporary hemodynamic collapse and need for CPR and ECMO were consistent with loss of circulatory support during unsuccessful advancement, not with device failure. The impella ultimately functioned as intended once positioned successfully. Final assessment remains dependent on ongoing clinical course and any future device evaluation if returned.